Event description:
Patient's roommate called out saying the patient's drain became disconnected when she got up to the bathroom. Patient's lumbar drain connection site had snapped off. Immediately clamped drain and called md who came to bedside to attach new tubing.